Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: july 12, 2023. Section h3 - device evaluated by manufacturer? Yes. Corrected data: upon further review it was noted that "g4 - PMA/510(k) number" field which should have been left blank on the initial MDR was inadvertently populated with a PMA number; therefore, the information has been corrected in this supplemental MDR report as follows: section g4 - PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint handpiece was received with a piece of the lens stuck inside of the cartridge tip. Further inspection of the cartridge revealed that it was received with viscoelastic residue dispersed throughout the length of the cartridge, suggesting that an adequate amount of viscoelastic was used. The handpiece was disassembled and the assembly was inspected, no issues that could contribute to or cause the complaint or observed issue could be identified. The lens was cleaned and, the lens could be observed to be torn. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: implant date does not apply because the lens was removed during the same procedure. Section d6b - explant date: explant date does not apply because the lens was removed during the same procedure and has never been implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the reporting physician had slightly cut the sclerocornea with the bevel face of a cartridge when a lens had been inserted from the incision of the cornea. The lens was removed and the procedure was completed successfully with the back-up lens. There was no other patient injury or health impact. We learned through follow up that before the lens could be inserted into the eye, the cartridge tip touched the sclerocorneal membrane and it was slightly scraped with the cartridge bevel. A suture was required. We were informed that at the post operative appointment, they were satisfied with how the eye looked. No further information was provided.